Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was received outside of original packaging. Only one monofilament was returned with the device and is in the device. No visible damage to the device. A functional evaluation revealed the device functions as intended. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up or inspection for an arthroscopy, when the accu-pass was just newly open, the roller to control the monofilament was already very hard to roll and adjust the monofilament. The procedure was successfully completed without delay using a back-up device. No patient involved at the moment of the incident.